Event description:
Reporter stated that patient's blood glucose was measured using the suspect device, with a result of 195 mg/dl. Based on this value, patient was treated with 3 units of insulin aspart. An unspecified time later, patient reportedly started shaking and became non-responsive. Reporter phoned emergency medical services for assistance and patient was subsequently transported to the hospital. Reporter stated that patient's blood glucose measured 25 mg/dl on a hospital device. Reporter stated that patient was admitted to the hospital for treatment. No details of patient's diagnosis were provided. Reporter noted that patient was given insulin glargine at the hospital. Quality control testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.